Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead in segments was returned and analyzed and found the proximal conductor fractured. The defib conductor had blood/body fluid (not obstructed), there was blood/body fluid in the outer tubing overlay, the outer tubing overlay was melted and had cosmetic environmental stress crack, the outer insulation had white substance and cosmetic depression. There was blood in/on the helix/lobe mechanism. The device is part of the advisory for this model.

Event description:
It was reported the lead was explanted due to infection. It was also reported the lead impedance was trending as a fracture. No further patient complications were reported as a result of this event.

Event description:
It was reported the lead was explanted due to infection. It was also reported the lead impedance was trendy as a fracture. No further patient complications were reported as a result of this event.